Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during an endobronchial ultrasound bronchoscopy the needle broke off inside the patient. The physician was able to retrieve it using an adult bronchoscope and biopsy forceps, avoiding injury while doing so. The procedure was completed but not with the same device. The device issue did not impact the outcome of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the needle tube was broken by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the root cause of the event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ this supplemental report includes a correction to g2 and h8 from the initial medwatch. An update has been made to d9. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.